Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2009 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding disassociation, fretting and abnormal ion levels involving an accolade stem was reported. The event of disassociation and fretting was confirmed through clinician review. The event for abnormal ion level was not confirmed. Method & results: product evaluation and results: the device was not returned. Visual inspection of the received image of the device noted the explants covered with blood. The trunnion of the stem appeared to be deformed into a pencil like shape. Dimensional, functional inspection, and material analysis were not performed as the item was not returned. Clinician review: the available medical records were provided to the consulting clinician for a review which noted," the event, a revision tha for head-trunnion failure can be confirmed. Metallosis was confirmed. Excess levels of cobalt or chromium in the blood could not be confirmed without additional medical records. Recall of this particular device could not be confirmed without additional information. The alleged injuries cannot be confirmed without additional medical records. The root cause of the dissociation and metallosis was likely an lfit head-trunnion problem. The lot numbers would need to be checked to confirm if, as alleged, this was a recalled device." Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the reported lot.  Conclusions: it was reported that the patient had elevated blood ion levels. Visual inspection of the received image of the device noted the explants covered with blood. The trunnion of the stem appeared to be deformed into a pencil like shape. The available medical records were provided to the consulting clinician for a review which noted that the event, a revision tha for head-trunnion failure can be confirmed. Metallosis was confirmed. Excess levels of cobalt or chromium in the blood could not be confirmed without additional medical records. Recall of this particular device could not be confirmed without additional information. The alleged injuries cannot be confirmed without additional medical records. The root cause of the dissociation and metallosis was likely an lfit head-trunnion problem. The lot numbers would need to be checked to confirm if, as alleged, this was a recalled device. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA. The event for abnormal ion level was not confirmed. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Manufacturer narrative:
Reported event: an event regarding abnormal ion levels involving an unknown accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the item was not returned. Clinician review: not performed because no medical records or x-rays were made available for evaluation. Product history review: a review of the product history records could not be performed as the device was not properly identified. Complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: it was reported that the patient had elevated blood ion levels. The event could not be confirmed, nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as medical documentation and returned devices are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2009 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.